Manufacturer narrative:
This is the same event as 3010536692-2016-00568 & 3010536692-2016-00570. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to mom complications: painful left total hip with the modular femoral neck and metal on metal prosthesis. (Left)